Event description:
It was reported the patient had an original spectra implanted on (B)(6) 2014, but the patient now has "significant edema" that "may have been caused by the original surgery." "The device is functioning great and remains implanted." No additional patient complications were reported in relation to this event.